Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system inappropriately delivered seven bursts of anti-tachycardia pacing (atp) and one 41j shock due to sinus tachycardia. It was noted that the patient was doing physical therapy at the time of this ventricular episode. Initially therapy was inhibited for approximately nine minutes, as the rhythm was gradual and stable with atrial fibrillation rate threshold (afrt) false. Once the atrial rate surpassed afrt, the decision to treat was made. Technical services (ts) discussed troubleshooting options and programming considerations, such as increasing afrt or using onset and stability instead. This crt-d system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.